Event description:
The physician was attempting to treat a calcified / blocked lad using a resolute onyx rd drug eluting stent. It was reported that the lesion was pre-dilated using both a non and semi compliant balloon. The physician attempted to deliver the stent and when reaching the intended site, determined that the stent was too short in length to treat the lesion . The physician attempted to remove the device to swap it and it was reported resistance was encountered due to calcification and the physician gave a slight tug and the stent displaced on the balloon with the proximal part of the stent moving almost half way between the marker bands. It was reported that the physician was able push the balloon back in the stent to some degree and deployed the stent which was slightly deformed in the correct position. The physician advised that he was happy with the placement of the stent and commented that the stent may have better radial strength due to the slight deformation. It was reported that the case was completed successfully and the patient outcome was good, no patient injury reported please note that this device, resolute onyx is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.